Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there were two separate error codes noted. It was also noted that the electrocardiogram (ECG) connector was broken, the stylus was missing, the power bay assembly was broken, the media bay door was broken, the ibm cardbus was broken, the upper and lower bullets were missing, several screws were missing from the link electronic module (lem) circuit board, the screws were laying loose inside the device, and the cover plate from the usb connector was wrongly assembled. (B)(4).

Event description:
It was reported that the programmer displayed an error code. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.